Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the xc200 reload was received opened with 4 clips loaded and with no apparent damage. In an attempt to replicate the reported incident, the clips were tested for functionality with a test device. Upon functional testing of the reload, the instrument loaded, retained, and deployed 4 clips as intended over the suture. The clips were fully functional and conforming. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: package lot number of the clips? What suture type was used? What suture size was used? When the even occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? What was the surgical procedure involved? Was this a robotic procedure? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-05615.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by the sales rep that post op to the unknown procedure, it was reported by operating staff, st experienced difficulty loading the xc200 onto the lapra ty device. There were no patient consequences reported. Additional information was requested.